Event description:
Reportedly, during testing, after boot up, the touch panel was found to be unresponsive. There was no pt involvement reported. The coin bat3207p voltage is 0.24v.

Manufacturer narrative:
(B)(4)